Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that during an ankle fusion surgical procedure, the panta nail targeting and compression devices did not function correctly. When the procedure was completed it was determined that the screws did not align with the implanted nail. The intermedullary nail and the screws that had been placed had to be removed and replaced. The surgery was prolonged by about two hours. Integra has requested additional clinical information from the reporter.